Event description:
As reported by the user facility: under infusion on a perfuser space. Set to deliver 9ml of blood, but only infused 4ml over 3 hour period. This incident occurred in nicu. No patient injury.

Manufacturer narrative:
(B)(4). B.braun (B)(4) is submitting this report on behalf of b. Braun (B)(4). This report has been identified as b.braun (B)(4). Device evaluation results: although the reported event indicates the pump was set to deliver 9ml over a 3 hour period, the pump logs verify that the infusion was actually set to deliver 10ml over a 3 hour period. In addition, the log indicated that the targeted 10ml was delivered and as a result the reported failure was not confirmed. The volumetric accuracy was then tested three times at a rate of 3.34ml/hr and a volume to be delivered of 10ml, consistent with the pump log when the issue was identified. In all three instances the pump was operating within specification and delivered the required volume at the target rate. Based on the results of the pump investigation, no conclusions can be made regarding the cause of the event. All available information has been forwarded to the actual manufacturer for further evaluation. A follow up report will be filed if additional pertinent information becomes available.